Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #. Watanabe r, kojima k, yamashita s, ogawa t, okumura y. Restenosis after pulmonary vein stenting following pulmonary vein isolation with nonobstructive general angioscopy. Jacc: case reports. 2025;30:104877. Published september 3, 2025. Doi:10.1016/j.jaccas.2025.104877.

Event description:
It was reported via literature article that a patient experienced restenosis and hemoptysis with cough requiring additional intervention. The published case report describes a 33-year-old male who developed pulmonary vein stenosis (pvs) three months after pulmonary vein isolation (pvi) for atrial fibrillation. The patient presented with hemoptysis and cough, and imaging confirmed significant stenosis of the left superior and left inferior pulmonary veins. A boston scientific express sd renal/biliary stent and express biliary ld unmounted stent were implanted in left superior pulmonary vein and left inferior pulmonary vein. One-month post-procedure, imaging demonstrated patency. Two years later, the patient again presented with hemoptysis and cough, and imaging revealed in-stent restenosis in both stents. Intravascular ultrasound and nonobstructive general angioscopy (noga) identified severe ostial stenosis due to neointimal hyperplasia, with no evidence of thrombus, device fracture, migration, or malfunction. Both veins were treated with drug-coated balloon angioplasty, and subsequent imaging confirmed intimal compression and paclitaxel deposition.